Manufacturer narrative:
UDI number: na. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a closure top driver was broken off during a product demonstration outside of a surgical setting. There were not a patient present.

Manufacturer narrative:
Additional information: (methods, results, and conclusions) - the returned driver was evaluated. The spring has fractured off the tip of the device. The cause for the failure cannot be definitively determined given the provided event description. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the tip of a closure top driver was broken off during a product demonstration outside of a surgical setting. There were not a patient present.